Event description:
A few days ago, when my (B)(6) was using the bedwetting alarm, it suddenly exploded in the middle of the night and burnt her in the neck. She was crying when we pulled it out of her clothing. The burn was very minor and caused a small red scar on her neck area, but it should not have been the case. This is a battery operated product intended for use by small children. How can it do this. The alarm device was bought from (B)(6) and we have returned it back to them.